Event description:
It was reported by the hospital contact that there was severe resistance in pushing the orbit complex fill 5x15 tdl coil (638cf0515/15857141) into the body of the prowler select lp es (details unknown). The coil will be returned for analysis. Procedure was delayed for the 15 minutes due to the event. The microcatheter and coil were both removed as unit and another prowler lp es (details unknown) was used to complete the procedure. There were no damages noted on coil after the event. The microcatheter was damaged. An adequate continuous flush was maintained through the microcatheter. The target vessel was acom.

Manufacturer narrative:
It was reported by the hospital contact that there was severe resistance in pushing the orbit complex fill 5x15 tdl coil (638cf0515/15857141) into the body of the prowler select lp es (details unknown). The coil will be returned for analysis. Procedure was delayed for the 15 minutes due to the event. The microcatheter and coil were both removed as unit and another prowler lp es (details unknown) was used to complete the procedure. There were no damages noted on coil after the event. The microcatheter was damaged. An adequate continuous flush was maintained through the microcatheter. The target vessel was acom. Based on the information, the event was not confirmed. The product was not returned for analysis; however, procedural factors may have contributed to the event. A lot number was not provided therefore a review of the manufacturing documentation could not be performed. No corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: coil (638cf0515/15857141); another prowler lp es (details unknown).